Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a total knee replacement procedure last july, at the incision closure area, patient presented a would complications. Previously, case was completed without any incident.